Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but unavailable: when the device jaws would not open, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during a hepatectomy procedure, after firing the device jaw would not open. Procedure completed with same/like device. There was no adverse consequence to the patient.